Event description:
Arjo received information from the representative of ge healthcare about an event involving an akron continental couch. It was reported that during the service repair of the akron product in the biomed shop, the middle finger of the service technician right hand was fractured. The surgery was needed to address the injury.